Manufacturer narrative:
No product returned.

Event description:
It was reported that during use of the cleo® 90 infusion set the adhesive had pulled away from the customer's skin and the cannula was disconnected from the body causing blood glucose to rise to 418. The customer inserted a new site, called health care provider, and administered boluses. The customer's blood glucose decreased to 177 after performing those actions.